Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported mechanical jam was confirmed (due to the observed knotted lock line) during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted as per the instructions for use (IFU) states, ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation.¿ all available information was investigated and the reported mechanical jam (inability to remove the lock line) was due to the reported knotted lock line; however, a definitive cause for the knot in the lock line could not be determined in this incident. The off-label use appears to be related to using mitraclip device for treating functional tricuspid regurgitation (tr); however, the off-label use did not contribute to the reported issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report inability to remove lock line. It was reported that this was a combination mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and functional tricuspid regurgitation (tr) with a grade of 4-5. Two clips were deployed in the mitral valve, reducing mr to 1. Then the first clip was successfully deployed in the tricuspid valve, reducing tr. A second clip delivery system (cds) was advanced to the tricuspid valve for off label use, and the clip was placed. However, during the deployment sequence, the lock line could not be removed. Troubleshooting was performed but failed. The lock line was able to be pulled to open the clip to the inverted position. The clip was retracted to the right atrium and the clip was closed. The cds was removed with the clip attached. A decision was made not deploy anymore clips. The patient is stable. One clip was implanted, reducing tr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.